Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a cystectomy procedure, the device delivered an incomplete staple line. A like device was used to complete the procedure. There was no pt consequence.